Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stimulation. The patient reported that they experienced a loss of therapy in the past couple weeks. The patient reported symptom return and stated that he was going to the bathroom a lot in the past couple weeks. The patient noted that they did not feel stimulation and therapy was confirmed to be on. The patient denied any trauma or falls that may have affected the device or therapy. The patient noted that he had tried the other program options that he had and he could not feel stimulation on any of them. The patient noted that it was sudden change in therapy/symptoms. The patient was to follow up with a healthcare professional (hcp).